Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the color bars are displayed due to a faulty printed circuit board. However, the specific cause of the faulty printed circuit board set could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a faulty printed circuit board. Worn out video connector latch which caused poor connection with pigtails. Software version needed to be updated to version 4.10. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the color bar displays instead of the image when using the evis exera iii video system center. The issue was found during device testing by the biomedical technician. There were no reports of patient harm.